Event description:
When attempting to obtain patient's oxygen saturation during a rapid response, the pulse oximeter screen malfunctioned. It could not be determined if the number displaying on the screen was 89 or 99. The pulse oximeter was removed from service.